Manufacturer narrative:
Lot number was unavailable.

Event description:
This spontaneous pregnancy report from a pharmacist via call center from (B)(6) concerns a female pt of unspecified age from the united states ((B)(6)). The pt's height, weight and medical history were not provided. The pt was prescribed all-flex arcing spring diaphragm (type unspecified). Concomitant medications were not reported. On an unspecified date, the pt experienced pregnancy, bleeding and reported the device did not work for her (device ineffective). A pharmacist reported a pt stated the diaphragm "did not work for her" and since being prescribed the diaphragm, the pt had unspecified bleeding and had a pregnancy. The pharmacist was uncertain of the timeframe for the events reported. The pt discontinued using the diaphragm on an unspecified date. While attempting to clarify, the pharmacist stated that the info may be inaccurate and she really did not know anything about the situation. The pharmacist did say that there was nothing wrong with the diaphragm. No additional info, including lot number was available as the pharmacist did not have info. The pt outcome was unk for the bleeding, pregnancy and device did not work for her. This report was associated with a product quality complaint (pqc) number ((B)(4)). This report was serious (reportable serious injury).